Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), migraine ("migraine"), mental disorder ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage and migraine had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered genital haemorrhage, mental disorder, migraine, pelvic pain and post procedural complication to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain,gen. Abnormal bleeding, migraine quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-aug-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), migraine ("migraine"), mental disorder ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage and migraine had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered genital haemorrhage, mental disorder, migraine, pelvic pain and post procedural complication to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain,gen. Abnormal bleeding, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : previously reported event "injury to herself" updated to "pelvic pain", events- " post removal complications, psych injury, gen. Abnormal bleeding, migraine" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left essure coil perforating through the cornua'), pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, abdominal adhesions, appendix disorder, adenomyosis, left lower quadrant pain, ventral hernia repair, fibromyalgia, constipation chronic, arthritis, bipolar affective disorder, pelvic pain female, depression, gallbladder disease, genital warts, gastrooesophageal reflux disease, irritable bowel, migraine, polycystic ovaries and paratubal cyst. Previously administered products included for an unreported indication: motrin and tylenol. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraine"), mental disorder ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy and endometrial ablation in 2013.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, mental disorder and post procedural complication outcome was unknown and the pelvic pain, genital haemorrhage and migraine had resolved. The reporter considered genital haemorrhage, mental disorder, migraine, pelvic pain, post procedural complication and uterine perforation to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain,gen. Abnormal bleeding, migraine. The left tubal os: 6 coils visible extruding from the os right tubal os: 4 coils visible extruding from the os. Discrepancy noted in date of insertion (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: the patient is post essure procedure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2021: medical record received: event: 'left essure coil perforating through the cornua' added. Medical history, lab data, removal date, reporter information added. Previously reported event: 'genital hemorrhage' was made medical significant and intervention required due to added surgery. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left essure coil perforating through the cornua'), pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, abdominal adhesions, appendix disorder, adenomyosis, left lower quadrant pain, ventral hernia repair, fibromyalgia, constipation chronic, arthritis, bipolar affective disorder, pelvic pain female, depression, gallbladder disease, genital warts, gastrooesophageal reflux disease, irritable bowel, migraine, polycystic ovaries and paratubal cyst. Previously administered products included for an unreported indication: motrin and tylenol. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraine"), mental disorder ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy and endometrial ablation in 2013.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, mental disorder and post procedural complication outcome was unknown and the pelvic pain, genital haemorrhage and migraine had resolved. The reporter considered genital haemorrhage, mental disorder, migraine, pelvic pain, post procedural complication and uterine perforation to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain,gen. Abnormal bleeding, migraine. The left tubal os: 6 coils visible extruding from the os right tubal os: 4 coils visible extruding from the os. Discrepancy noted in date of insertion (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2006: the patient is post essure procedure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: uterine perforation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.